Event description:
The provider states the the outlet filter was dirty. He states the linoleum is burned to the shape of the machine. The provider states the unit has about 12619 hours and he states the unit is still operating fully and he was only notified that the o2 was discontinued by the end user's doctor and when removing the unit from the consumers home. Complaint ID from the hospital is 17795. The provider states there were no injuries and the unit is a rental

Manufacturer narrative:
(B)(4). RMA was issued. The device in question was returned and held for a detailed evaluation, which was completed on 08/05/2015. The conclusion of that evaluation states that the complaint with respect to the alleged issue of the concentrator having a dirty outlet filter was not confirmed. However, both the cabinet and inlet hepa filters were found to be dirty. Furthermore, there was no evidence discovered to suggest that the concentrator overheated or contributed to the "burn" marks on the floor. The underlying cause of the dirty filters was not identified.

Event description:
The provider states the outlet filter was dirty. He states, the (B)(4) is burned to the shape of the machine. The provider states, the unit has about (B)(4) hours and he states, the unit is still operating fully and he was only notified that the o2 was discontinued by the end user's doctor and when removing the unit from the consumers home. Complaint ID from the hospital is (B)(4). The provider states, there were no injuries and the unit is a rental